Event description:
It has been reported to philips that there was a problem with movement. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that ¿cv-system restricted'' movement problem. Review of the log files showed malfunctioning geo-pc. Upon troubleshooting action, fse performed tilt pot meter adjustment and test the pot meter. Fse checked and found cause of the issue with tilt pot meter. To resolve the issue, fse replaced the lateral pot meter assy. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.